Event description:
It was reported that during a treatment procedure to implant a greenfield vena cava filter, the first filter would not deploy. On the first attempt the filter would not deploy consequently the filter was removed. On the second attempt the filter had deployed in the sheath. It was suggested the physician did not lock the luer down therefore causing the filter to deploy in the sheath. The physician then tried to force the filter through the sheath, however because of the force the struts protruded through the sheath. The procedure was aborted and the physician tried to pull the sheath out using a femoral approach, however the struts attached itself to the superior femoral vein. The pt then was transferred to hosp where another physician snared the filter out and placed a new filter. The pt was then transferred back to the other hosp. Pt status is reported as 'fine'. Same case as MFR's report #: 6000118-2004-00037 and 6000118-2004-00038.